Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. The instructions for use were found adequate and state the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had an initial laminectomy on 2024 with a jp drain placement and stated in 2024 the drain was removed prior to discharge. Postop CT demonstrated a portion of the drain was retained. The patient was admitted 2024 and went to surgery for removal of stated drain. The portion of the drain was sent to lab for gross analysis.

Event description:
It was reported that patient had an initial laminectomy on 2024 with a jp drain placement and stated in 2024 the drain was removed prior to discharge. Postop CT demonstrated a portion of the drain was retained. The patient was admitted 2024 and went to surgery for removal of stated drain. The portion of the drain was sent to lab for gross analysis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.